Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the intermittent reported complaint. The ventilator interface board was recommended for replacement proactively.

Event description:
The hospital reported during a case the unit alarmed and would not switch to mechanical ventilation. The patient was switched to manual ventilation to complete the case. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that the central processing unit (cpu) card was replaced to resolve the issue. It was previously reported that the ventilator interface board (vib) was recommended for replacement. The unit was returned to service after cpu replacement.